Event description:
It was reported that during percutaneous coronary intervention, stent damaged occurred. Vascular access was obtained via right femoral artery. The 90% target lesion was located in the moderately tortuous and severely calcified mid left anterior descending(lad) artery. During advancement of a 3.00x16mm promus element plus drug eluting stent resistance was encountered and the device was removed intact. Upon removal it was noted that one-third of the stent was stretched. The procedure was completed with a different size promus element stent. No patient complications were reported and the patient status is good. It was suspected that the complaint device might have come in contact with the edge of the non bsc stent that had been previously been implanted in the first diagonal, as the edge of this stent came out into the main lad.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).